Event description:
Customer was hospitalized for diabetic ketoacidosis. Prior to hospitalization,customer had been treating for high blood glucose levels with the pump, but the glucose levels remained high. Troubleshooting was not performed as customer did not have the tubing clamp.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.